Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to infection. Customer had no energy. The blood glucose reading is 323 mg/dl. Customer not eating and dehydrated. Customer stated that she was not receiving the boluses. Nothing further reported.